Manufacturer narrative:
Concomitant medical products: mcs-p3-29-aoa-us valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning and polarity switch were noted on the right ventricular (rv) lead. Rising and high defined impedance and rising and high thresholds and non capture were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.